Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the patient did not present emergently; however, they were complaining of belly pain. The stent graft was infected and the devices were explanted. The physician did not attempt to treat the patient prior to the explant. No additional clinical sequelae were reported and the patient is doing well.